Manufacturer narrative:
Correction b5: the patient¿s transfer set was changed (omitted on the initial). The device was discarded; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was broken. This was identified during use of the device for peritoneal dialysis therapy. The transfer set was in use less than six (6) months. There was no report of patient injury or medical intervention associated with this event. No additional information is available.